Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned resolution clip device noted that the control wire was separated from the yoke, but the clip assembly was still locked onto the bushing and could not be deployed. The clip prongs were found to be bent, in an opened position and could not be closed, and were not locked into the capsule. It was noticed that the over sheath assembly was cut and accordioned. A kink on the control wire was noted. The control wire and coil were cut. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not close onto a pyloric ulcer. Several attempts were made to close the clip but the clip was still unable to be closed. The scope and clip had to be removed from the patient and the clip had to be cut from the device. The procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip assembly could not be deployed; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Mfg site name - freudenberg medical.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not close onto a pyloric ulcer. Several attempts were made to close the clip but the clip was still unable to be closed. The scope and clip had to be removed from the patient and the clip had to be cut from the device. The procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip assembly could not be deployed; therefore, this is now an MDR reportable event .